Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she charged on wednesday so she could turn the device off on friday for an EKG. The patient tried to turn it back on to charge on monday but saw as screen with a doctor. The patient confirmed the code was an informational power on reset. Troubleshooting reviewed steps to clear and the patient was able to clear the power on reset and turned stimulation back on at a comfortable level. The indications for use were spinal pain and chronic low back pain. No patient symptoms reported.